Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead - 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead has loss of capture one day after implant. The ra lead was tested again a few days later and capture was within normal limits with the issue resolved. The lead remains in use. No patient complications have been reported as a result of this event.